Event description:
It was reported that following a routine device changeout for normal battery depletion (nbd), high out-of-range shock impedance measurements greater than 200 ohms were observed on this new implantable cardioverter defibrillator (ICD) and the chronic right ventricular (rv) lead. Impedance measurements were initially in-range when the chronic rv lead was connected to this new can, and then measurements began to rise. It was noted that impedance measurements with the old device were 86 ohms (shock) and 400 ohms (pace). The pocket was then reopened to explant and replace this newly implant ICD with another ICD of the same model number. However, the out-of-range shock impedance measurements persisted with the second new ICD and this chronic rv lead. The physician left the second new ICD implanted with this chronic rv lead, and scheduled a lead revision for approximately two weeks later. No additional adverse patient effects were reported. This first attempted ICD was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that following a routine device changeout for normal battery depletion (nbd), high out-of-range shock impedance measurements greater than 200 ohms were observed on this new implantable cardioverter defibrillator (ICD) and the chronic right ventricular (rv) lead. Impedance measurements were initially in-range when the chronic rv lead was connected to this new can, and then measurements began to rise. It was noted that impedance measurements with the old device were 86 ohms (shock) and 400 ohms (pace). The pocket was then reopened to explant and replace this newly implant ICD with another ICD of the same model number. However, the out-of-range shock impedance measurements persisted with the second new ICD and this chronic rv lead. The physician left the second new ICD implanted with this chronic rv lead, and scheduled a lead revision for approximately two weeks later. No additional adverse patient effects were reported. This first attempted ICD was returned for analysis.